Event description:
Same case as MFR report #: 2134265-2012-05101. It was reported that following a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2005, using the right femoral approach the procedure treated two tandem lesions with 80% and 95% stenosis, the first lesion proximally and the second lesion at the marginal in the right coronary artery (rca). Pre-dilation was performed with a 3.0x15mm voyager balloon in the distal lesion and a 3.0x12mm taxus express2 stent was deployed at the acute margin at 15 bar with good result. Next an overlapping 3.0x20 taxus express 2 stent was deployed proximally at 16 bar with excellent results and timi 3 flow. In (B)(6) 2012, the patient presented with chest heaviness and angiography revealed a non-occlusive filling defect suggesting thrombosis. The stents otherwise had mild irregularity and no significant lesions in the rca. The patient was treated with an aggressive antiplatelet regiment. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).